Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "prostheses seem to be broken." Device remains implanted.

Manufacturer narrative:
Device analysis results: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "prostheses seem to be broken" confirmed by MRI. Later, healthcare professional reported "retraction capsule, prosthesis deterioration. Reported also capsular contracture grade 4 on this side". This record is for the right side. Device was explanted and is available for return.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), h6.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV. The device has been explanted.

Event description:
Healthcare professional additionally reported "retraction capsule, prosthesis deterioration. Reported also capsular contracture grade 4 on this side". This record is for the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of historical complaints on the complaint management handling system identified that there was another records for units manufactured on lot number 1519408: - 546215: no complaint against the device. Device returned to device analysis. The search criteria of these queries are mentioned on qpp07-01- 004-her1-g02 wording guidelines for complaint investigation closure rev 6.0. The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0412 material rupture. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.